Manufacturer narrative:
H10: the device was received for evaluation.visual inspection was performed and a cracked main body was observed. Functional testing including leak, clear passage, and clamp function testing was performed and no leaks or blockage was observed. The reported condition of crack was verified; however, the report of leak was not verified. The direct cause of the crack could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the main body of a minicap transfer set which resulted in a leak at the female connector. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.